Event description:
Patient had swelling and pain noted to her right upper extremity from her shoulder to her fingers. Patient ended up being diagnosed with a blood clot and had her port removed. Patient was put on eliquis during this time, also just finished her 6 month treatment course to stop the eliquis ((B)(6) 2023).